Event description:
A customer reported obtaining human chorionic gonadotropin (bhcg) level 1 quality control (qc) results which were outside the customer established specification limits on an access 2 immunoassay analyzer when there were approximately fifteen tests remaining in the bhcg reagent pack. The customer replaced the in-use reagent pack with a new reagent pack. The instrument bhcg qc was repeated and all levels recovered within the customer's established ranges. Patient sample results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The same issue had occurred previously for this customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this incident. The field service engineer verified that all alignments were on target. No adjustments were made. The reagent carousel lid was replaced and returned to beckman coulter inc. Customer product line support for additional evaluation. Evaluation is currently on-going. The fse primed the system and performed assay quality control, which was within the customer's established ranges. A definitive root cause cannot be determined for this event to date. Mdrs associated with this event: 2122870-2011-02282, 2122870-2011-02912, 2122870-2011-03358, 2122870-2011-02231.